Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of both the foreign material event and the scraped biopsy event could not be identified although it can be presumed that a metal part of the instrument or cleaning brush interfered with biopsy port when inserting/ withdrawing instrument or cleaning brush. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU: bronchofiberscope bf-e2 series chapter 3 preparation and inspection shows how to detect the events. IFU: bronchofiberscope bf-e2 chapter 7 cleaning, disinfection and sterilization procedures shows how to prevent the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light guide lens had corrosion. The distal end was dirty. The light guide-cover glass was dirty. Due to wear of the angle wire, bending angle in the up/down direction did not meet the standard value. Due to damage on the image guide bundle, the image had a stain. The image guide bundle had significant breakage. The light guide-bundle was slipping down. The control unit had corrosion due to water leakage. In addition, the grip, and the universal cord were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, there were multiple dots on image and connecting tubes had wrinkles on the bronchofiberscope. The issue was found during receipt of inspection. Inspection and testing of the returned device found forcep channel port was shaved. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.